Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-02373. It was reported the patient underwent a revision of the scs system leads. Reportedly, both of the patient's scs system leads were replaced to achieve more preferable placement for the patient's pain. The procedure was completed without complications and the issue addressed.